Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. Since the lot number was unknown, the device history record for this oad could not be reviewed. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the mid left anterior descending artery (lad), was 30mm in length and 80% stenotic. The physician accessed the lesion by introducing the oad radially. The physician initiated one run at low speed and switched to high speed midway through the run. When the speed change was made, the crown appeared to jump distally. Post-atherectomy angiography did not reveal any complications. They physician completed two additional runs on high speed and then placed two stents. The patient became unstable, but was brought back to a stable state per protocol. Follow-up angiography revealed a perforation; which was resolved successfully with balloon tamponade. The patient was stable at the conclusion of the intervention.